Event description:
The dentist reported that after 5 months that the dental implant was installed in intra-oral region #16 it was verified its non osseointegration. 23 ncm of primary stability was achieved and immediate load was not performed. The implant was immediately carried out. Patient had low bone quality (bone type IV) and presented fistula and deficient oral hygiene.